Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 16224118, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed some intestinal kind of an allergic reaction with the device after being implanted. The patient had back flu and her white count had come up. The patient underwent an explant procedure and was reportedly doing well postoperatively.